Manufacturer narrative:
The system was manufactured on june 5, 2015. Based on qa assessment, the product met specifications at the time of release. With no additional, related information provided, the customer reported event could not be confirmed. The root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported that there was no phacoemulsification power when testing handpiece prior to a cataract with intraocular lens surgery. Three handpieces were tried without success. The system and cassette were exchanged to initiate and complete the surgery with no harm to the patient.